Manufacturer narrative:
Stryker evaluated the device and was able to verify the reported issue but unable to duplicate it. Investigation found a battery older than the recommended 2 years in use. The battery was proactively replaced and customer advised to replace expired batteries. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device unexpectedly powered off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.